Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection, it was noted that the set screw within the ID of the device appeared to be partially blocking the ID. A 0.229 pin gauge was used and it was determined that the pin gauge could not pass through the ID as required per drawing c15788. The most likely cause for the reported failure can be attributed to a manufacturing issue.

Event description:
On 11/22/2021, it was reported by a facility representative via sems that a ar-8973-01 targeting guide is defective. This was discovered during a case, with no patient effect reported.